Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Catheter functional with continuous infusions through both lumens since time of insertion. The day prior to catheter removal, the catheter tip position was noted to be within the right atrium on x-ray; catheter pulled back 2 cm, new dressing applied. The next morning, bedside rn noticed leaking at insertion site. Order placed by md for exchange or replacement of PICC. Removal of PICC revealed catheter wall rupture between the 6cm and 7cm markings. New PICC was placed in the other arm.